Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was between 400 mg/dl to 529 mg/dl. The customer was treating with bolus wizard. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer did not allege the insulin pump for under delivery. The insulin pump passed self test and displacement test. The insulin pump was not damaged nor exposed to moisture or high magnetic field. The insulin pump will not be returned for analysis.